Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that error e116 occurred when the device was powered on. And the device was switched off. This event occurred during preparation for use. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation and the customer's complaint was confirmed. The issue was found to be caused by a failure of a printed circuit board. Corrosion was observed on the connection socket of the motherboard and graphics processing unit (gpu) board (printed circuit board). The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. A root cause could not be definitively identified. Based on the results of the investigation, it is presumed that the electrical conduction was inhibited by the corrosion to the printed circuit board, causing the e116 error.